Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform system, in less than 10 minutes apart: 32 mg/dl (inform meter) and 48 mg/dl (lab). No adverse event was reported. There were no remaining strips; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.